Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. It was reported that the site was using a bad scan, and when a new scan was burned the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that pre-operatively during the select patient/acquire scans task of a fess procedure, the site attempted to load the patient discs but only 1 slice displayed. The site grabbed some older discs they know worked previously but they only came up as one slice as well. Patient was on the table and they continued the procedure with the use of navigation. There was no delay to the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information was received. There was only one bad disc, that only had 1 slice on it. The site burned a new disc and it work. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Software analysis determined that the software was functioning as designed. If information is provided in the future, a supplemental report will be issued.